Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement, due to that the atrial lead was difficult to remove from the device header the surgery was prolonged. The device was finally replaced. The patient's condition is fine.